Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous right coronary artery. After a 145, 5-in-6 guidezilla¿ guide extension catheter crossed the lesion, a 2.75x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced in the proximal part of the rca through the guide extension catheter but failed to cross the lesion. When the stent delivery system was attempted to pull back into the guidezilla to reposition, it was noted that the stent was scrapped off the balloon and was left inside the guide. The guide extension catheter, guide catheter and guidewire were removed together outside the patient's body. The procedure was completed using a new guidezilla guide extension catheter and same size synergy stent. No patient complications were reported.